Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken screws is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The broken screws and drill bit presents no risk of injury or death to the patient and are still in place. Sign fracture care international continues to monitor these events as part of our post market activities. A second surgery may be done to remedy the situation but there is no data yet to indicate when or if that will be done.

Event description:
We became aware on (B)(6) 2016, that during a followup visit to examine the im nail implant used to repair a fracture that 2 screws had broken.